Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Blood glucose ranged from 300-400 (mg/dl). A cartridge change was performed to address the issue.